Event description:
Post essure placement report of nickel allergy; pt is experiencing migraine headaches since device placement, about 2 years. Current physician is not the doctor who placed the devices. The pt has not had nickel allergy performed, however, the physician felt the best solution would be to remove the devices. The devices were removed by laparoscopy without difficulty. Symptoms have resolved since device removal.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warnings section below for pts with suspected hypersensitivity to nickel). IFU warning: pts with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).